Event description:
It was reported to medtronic minimed that the customer experienced no com other device to mobile. The customer reported no adverse event. The event involved product(s) mmt-105elblna. Unable to resolve with existing troubleshooting or labeled instructions. No harm requiring medical intervention was reported. Mmt-105elblna was requested and customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. The leadscrew was received fully extended. Several attempts were made to pair inpen, every time app displayed "dose does not match". The inpen does not pair with commercial mobile app. Inpen did not transmit to manufacturing app. Unable to perform baseline wireless/functionality test or displacement dose accuracy test. Inpen passed dialing alignment using dose knob zero alignment gage. Performed battery investigation and measured 0.013v. Inpen passed front cap investigation. In conclusion: inpen failed to communicate to commercial app or manufacturing app. Inpen did not transmit doses to app due to depleted battery (0.013v). Therefore, the customer concern was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.